Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the basilar artery using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, the physician noticed air bubbles in the rotating hemostasis valve (rhv) of the benchmark. Later, blood was found leaking from just distal to the hub of the benchmark; therefore, it was removed. The procedure was completed using another benchmark. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned benchmark was kinked approximately 2.0 cm from the hub underneath the strain relief. The strain relief was unraveled, and a hole was observed on the catheter. Conclusions: evaluation of the returned benchmark revealed a kink near its proximal end and a hole was present underneath the strain relief. If the device is forcefully manipulated at extreme angles during use, damage such as a kink may occur. This kink contributed to the reported leaking observed during the procedure and during the functional testing. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.